Event description:
It was reported that a spectrum iq infusion pump had an occlusion error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "occlusion error." Was not reproduced. Evaluation sent device to flow lines for ultrasonic sensor upstream occlusion testing and downstream occlusion testing both of which passed. A review of the event history log revealed upstream and downstream occlusions messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor calibration slightly out of specification. The force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.